Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600-700 mg/dl) and manual insulin injections were administered. Cause of elevated bg was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.